Manufacturer narrative:
Concomitant medical products: t505u223 tissue valve,implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased and the cause of death has been determined as infectious endocarditis. No further information available.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.